Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings greater than 20,000 ohms were encountered on all contacts. The pt still felt stimulation. All reference electrodes had impedance readings greater than 20,000 ohms. It was determined that the pt only received stimulation using electrodes 4-7; there was no stimulation using electrodes 0-3. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow up report will be filed if add'l info becomes available.